Manufacturer narrative:
(B)(4). Visual examination revealed that only two small broken sections of the concorde bullet cage was returned for evaluation. It was also noted that the remaining cage was left implanted in the patient as the surgeon could not remove the cage. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the concorde cage breaking cannot be positively determined. However, as noted in the accompanying instructions for use when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported devices were used in surgery for the lumber vertebrae herniated disk on (B)(6) 2016. When the surgeon tried to insert the reported implant ¿187827408 conc bullet lord 9x8x27 5°,¿ he used the reported inserter ¿287901009 concorde inserter 9w baynt¿ for minor adjustment. While he was holding the implant with the inserter, he hammered the handle in the opposite direction. Then, the spot, where the implant and the inserter were connected, broke. He decided to leave the implant in the originally fixed location for the following reasons: he could not remove the remaining cage. Also, further cage grinding may cause the implant to migrate forward. He confirmed the implant location was proper by reviewing images. He double-checked if other defects might be noticeable, but none was found. The implant was firmly secured on the bone with its spikes. Finally, he transplanted the bone from the rear area and completed the cage with twenty-minute delay. There was no adverse consequence to the patient. What the surgeon would like to know are as follows: possible causes, such as material, hammering, etc. How the broken implant has an impact on its intensity.